Manufacturer narrative:
Device investigation: there is nothing visually unusual about the detachment handle. The detachment handle was tested on the production test fixture. The handle passes for both the pull force and the throw distance. The handle is fully functional. The complaint was not confirmed as reported. The handle performs as expected. The difficulties detaching the coils noted in the complaint may have been related to vascular tortuosity in the patient's anatomy, though this was not mentioned in the complaint. Difficulty detaching can also be caused by user error if the handle and pusher assembly are not correctly engaged. The pusher assembly associated with the complaint was not returned and could not be evaluated. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The first coil was delivered through a penumbra catheter 025 ((B)(4)) and the physician attempted to detach it using the detachment handle. The physician attempted to use the detachment handle twice but the coil would not detach. The physician decided to manually detach the coil and was successful.